Event description:
The clinician reports the implant was inserted (B)(6) 2005 in fdi 16. Details of surgery: sinus augmentation. On (B)(6) 2019, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, swelling, bleeding and inflammation. No further patient complications were reported.